Event description:
This lead was implanted on (B)(6) 2014 and still remains implanted at this time. The lead switched to unipolar again due to a pace impedance of >2000. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).